Event description:
The customer reported the ventilator could not be powered on. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician replaced the power supply to correct the problem. Final testing was performed and the unit passed all tests. Factory failure analysis of the power supply revealed an open fuse which confirmed the customer reported event of no power. Further testing noted arcing on the snubber pcb board. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na